Event description:
A leveen superslim needle electrode was being used for therapeutic ablation of the liver. A percutaneous approach was used, however the complainant noted that difficulty was felt during the puncture and the doctor moved the needle back and forth several times. The physician also used an aloka's metal needle guide (non boston scientific device) for the procedure. The ablation was successfully completed and roll-off was acheived. Upon completion of the procedure, a 2nd-3rd degree burn was noted measuring 1.5cm at the electrode entry site. The burn site was treated with leven cream. The status of the patient's condition is unknown at this time.

Manufacturer narrative:
This device is currently being evaluated by the manufacturer. Following completion of the engineering evaluation, should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.